Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results are as follows: two devices were received and evaluated for the complaint regarding the needle button released event. Device #048725-a was received with the needle release button in the depressed {step 2 of 2) position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device. Device #048725-b was received with the needle release button in the unlock position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
Patient reported that over the past six months about 12 to 15 v-go 40 devices the needle button would release on it's own with the most recent one happening this morning. The patient stated that this started happening with the enhancements were made to the v-go device.